Event description:
A customer reported that their pump had shut down on its own. There was no adverse impact to the customer¿s blood glucose level. The caller declined additional troubleshooting, so the issue was documented by technical support, and the case was closed with no further action required.